Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Use in the incorrect anatomy. The device was reportedly deployed in the superficial femoral artery. The instructions for use (IFU) state under indications for use that the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patients who have undergone diagnostic endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. The starclose se device IFU states under special patient populations that the safety and effectiveness of the starclose se vascular closure system have not been established in patient populations with access sites in the profunda femoris or superficial femoral arteries. Patients with access sites distal to the bifurcation of the superficial femoral and profunda femoris arteries. The starclose se device IFU states under the closure procedure caution section not to use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery as a pseudoaneurysm, intimal dissection, acute vessel closure (thrombosis of small artery lumen) may occur. Perform a femoral angiogram to verify the location of the puncture site. The starclose se device IFU states under the warnings section not to use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the device was deployed in the left superficial femoral artery, which is use in the incorrect anatomy. Per the indications for use section of the starclose se instructions for use (IFU), the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patients who have undergone diagnostic endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. In addition the IFU states under the warning section not use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure. The IFU additionally states under special patient populations section that the safety and effectiveness of the starclose vascular closure system have not been established in patient populations with access sites in the profunda femoris or superficial femoral arteries, patients with access sites distal to the bifurcation of the superficial femoral and profunda femoris arteries. It was also reported the deployed starclose clip had partially captured the posterior wall of the superficial femoral artery. This may be an indication of a loss of anterior vessel wall contact, a possible incorrect deployment technique. Per the IFU under closure procedure step 7a it states to maintain the left hand on the stabilizer to stabilize the device at the angle of the tissue tract, gently retract the device with the right hand until slight resistance is felt. The goal is to place the locator wings against the anterior surface of the arterial wall to locate the access site without applying tension on the artery. Step 7c states, while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. This advances the clip delivery tube over the flex-guide while splitting the sheath from the hub to the distal tip.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the left superficial femoral artery was achieved using a starclose se device. Reportedly, a month after successfully using the starclose se device and achieving arterial hemostasis, the patient returned to the hospital with left leg pain. An angiogram revealed an occlusion from the starclose se device clip partially capturing the posterior wall of the vessel. Via a contralateral approach, the occlusion was treated with balloon dilatation and implantation of a stent that restored blood flow to the limb. The patient was discharged to home the next day. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.